Manufacturer narrative:
Additional information was received that the product will not be returned for analysis. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this ev1000 platform, there were suspected inaccurate values with the blood pressure measurement. The distributor inspected the equipment on site and it was also experiencing power problems. The ethernet cable had intermittent connection. Replacing the ethernet cable and adjusting the power supply cable solved the power issue and the monitor was able to turn on. There was no allegation of patient injury. The ev1000 platform was available for evaluation.